Event description:
Additional information received from the patient¿s health care provider (hcp) reported that the cause of the event was positional changes and the charging pattern. The reporter stated that the event was attributed to the recharger. There were no abnormal impedances measurements reported. It was noted that the sensor had been activated and the pulse width had been decreased on (B)(6) 2013. The patient reportedly had discomfort due to this event. The reporter stated that the patient did not require hospitalization due to the event and the patient outcome was noted as ¿no injury.¿ additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient experienced a burning and overstimulation sensation, acute pain and shocking/jolting sensation. It was hard for him to ¿lie flat¿ during recharging and ¿it literally felt like from the bottom of my spine up, like an electrical burn¿. This only occurred during recharging. He recharges once a week and it can take him up to 6 to 8 hours. He had discomfort over the pocket site. He felt like the ins was ¿going to tear out of his left butt check¿ and it was ¿sticking out¿, ¿very noticeable¿. He felt the problem was is that it was ¿flat¿ and a ¿bulge¿ so when he sits the device pokes him. Sometimes he could feel stimulation from his hip to his toe ¿tingling like crazy¿. His device was reprogrammed on (B)(6) 2013. He experiences an electrical jolting sensation with very slight movements such as: lifting his chin up while laying or turning a certain way. This happens multiple times throughout the day and he was constantly adjusting his stimulation up and down which disrupts his sleep on a regular basis. He could have turned stimulation down to 0.50 and still experience painful stimulation with certain movements. Also when he ¿coughs or sneezes it goes up the front of my chest¿ and he was concerned about his heart. It felt like ¿muscle tightening¿. He was at a point that he was ¿about ready to take a scalpel¿ and remove his ins. His doctor has been ¿covering his body with pain patches¿ and he also has an upcoming appointment with him. It was noted that he has rods and screws in his back and wondered if that could be contributing to the problems with the stimulation. The company representative clarified that when the patient¿s device was reprogrammed on (B)(6) 2013 the patient had not used the device a single day (more than two weeks) since his previous reprogramming session. At that time the patient felt the device was working great for him. Additional information has been requested.

Event description:
It was further reported, the patient had to turn the stimulation up to a point ¿where their hair stood up¿ for the patient to feel any relief. It was stated, the patient had difficulty recharging and they had to lie completely motionless or they lose communication. It was noted the patient had pain during the recharge session. It was noted the device felt like ¿a sword¿ that was shooting down to their knee. It was noted the patient had stopped charging because of the pain. It was further reported the patient had gone to the emergency room.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was a very thin man and he was having discomfort and pain with his device and leads in regards to where they were placed in his body. The patient stated that he could feel wires poking through and he could see the leads through his skin, "like he could cut them out with a knife." The patient stated that it was eerie and unsettling to look at. The patient could not lie at a 45 degree angle because of the device. The patient also had a loss of therapeutic effect. The patient was feeling stimulation in the correct location but it was not helping his pain as good as it was after implant. The patient still felt pain in his legs, right foot, and lower back. The patient had multiple therapy adjustments with a manufacturer representative. The patient then noted that when stimulation was not effective he turned the voltage up to a point where it felt like he "put his finger in an electrical socket." The issues began one month following implant as the patient went from "six to eight" pain pills a day down to three during the first month. The patient felt like his body had adapted to the stimulation because over time his pain had come back and he was back up to eight pain pills a day. The patient had an appointment with his healthcare provider (hcp) the thursday after the report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that during recharging, the patient's device would "disconnect" if the patient moved a little bit and then the patient had to "restart the whole thing." It was stated the implant was still sore and tender. It was noted the stimulation caused the patient aggravation. Additional information received reported that the patient was a very thin man and he was having discomfort and pain with his device and leads in regards to where they were placed in his body. The patient stated that he could feel wires poking through and he could see the leads through his skin, "like he could cut them out with a knife." The patient stated that it was eerie and unsettling to look at. The patient could not lie at a 45 degree angle because of the device. The patient also had a loss of therapeutic effect. The patient was feeling stimulation in the correct location but it was not helping his pain as good as it was after implant. The patient still felt pain in his legs, right foot, and lower back. The patient had multiple therapy adjustments with a manufacturer representative. The patient then noted that when stimulation was not effective he turned the voltage up to a point where it felt like he "put his finger in an electrical socket." The issues began one month following implant as the patient went from "six to eight" pain pills a day down to three during the first month. The patient felt like his body had adapted to the stimulation because over time his pain had come back and he was back up to eight pain pills a day. The patient had an appointment with his healthcare provider (hcp) the thursday after the report.